Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. The lesion was not pre-dilated and the physician was unable to cross with the endeavor sprint rx device. The device was removed from the pt and on removal it was noted that the stent struts were damaged. The vessel was highly tortuous and calcified. The device was inspected prior to use with no issues noted. Another stent was used to treat the lesion and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (highly tortuous, calcified lesion), (lesion not pre-dilated), (failure to deliver stent and stent deformation). Conclusion: (highly tortuous, calcified lesion), (lesion not pre-dilated). Evaluation summary: the hypotube was bent. The distal tip was kinked. The stent was positioned on the balloon between the marker bands. The first distal stent segment was raised, damaged and deformed.